Event description:
The pump was removed due to infection; the catheter remained implanted. The pump was used to deliver baclofen. No add'l details were provided. Regarding this event. For f/u info, see MFR's report # 3004209178200808584.